Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with normal operating currents. Device monitored for several hours and no blank or black display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with the audio alert functioning properly. No audio alert anomaly noted. No device error alarm noted during testing or listed in pump history. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and blank display. The customer was admitted to the emergency room due to diabetic ketoacidosis on (B)(6) 2019 with a blood glucose level that exceeded 400 mg/dl. The customer experienced symptoms including vomiting, tiredness, and high blood pressure leading up to the hospitalization. The customer woke up on (B)(6) 2019 and noticed that the pump was off and they had issues with not hearing the alarms from time to time. The customer reported that on (B)(6) 2019, the pump lost power completely when the battery was half full. The device failed the audio test during the call. The customer declined troubleshooting for their high blood glucose levels and blank display. The customer¿s blood glucose was approximately 130 mg/dl during the call. Auto mode was not in use at the time of the incident. The device will be returned for analysis.